Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an audio tone issue. The reporter alleged that his pump was making a very low beeping sound intermittently. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/12/2013 with the following findings: during testing, the audible alarm was within volume specifications. The audio bolus and alarms functioned properly. The pump cover was opened and no defects were found internally. The complaint could not duplicated or verified during evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.